Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a fall about 3 weeks ago and stated therapy not working as well for her. Battery checked at less than 12 months longevity. Lead tested without impedance issue . In the or x-ray verified s3 placement and lead tested with all four electrodes testing under 1.7 volt/ amplitude. It was also reported that patient had a premature battery depletion and it was replaced and the issue was resolved. No further complications noted or anticipated.